Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan in 10 mins" message for up to 2 hours or more after 6 days of wearing the adc freestyle libre sensor. On (B)(6) 2018, customer experienced symptoms described as "no feelings in the knee", dizziness and was incapable of self-treating. Customer had contact with a healthcare provider who diagnosed with hypoglycemia and treated her with a glucagon injection. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a "scan in 10 mins" message for up to 2 hours or more after 6 days of wearing the adc freestyle libre sensor. On (B)(6) 2018, customer experienced symptoms described as "no feelings in the knee", dizziness and was incapable of self-treating. Customer had contact with a healthcare provider who diagnosed with hypoglycemia and treated her with a glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. -